Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. The care giver (cg) confirmed the cause of the alarm was the heater line separating from the heater bag. The cg stated the home patient (hp) did not connect the line to the bag properly which causes the disconnection. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) alarm which occurred on the home choice (hc) during fill 1. The technical service representative (tsr) explained alarm. The caregiver (cg) stated the heater line got pulled out of the bag. The tsr instructed the home patient (hp) to end therapy and contact the peritoneal dialysis registered nurse (pdrn) regarding air getting into the lines. The cg stated they would start over with new supplies. The tsr assisted the hp to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg regarding the reported event. The cg confirmed the cause of the alarm was the heater line separating from the heater bag. The cg stated the hp did not connect the line to the bag properly which causes the disconnection. The cg stated she notified the nurse of the alarm and was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.